Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a hot line text. On saturday (B)(6) 2016 the registered nurse (rn) from the cath lab text the clinical support specialist the following message; an intra-aortic balloon (iab) inserted emergently in cath lab. "Autofill failure" multiple alarms occurred, they attempted connecting the intra-aortic balloon (iab) to their competitors transport pump and the "same alarms" continued. There are no alarm strips available. The clinical support specialist (css) explained that alarm strips this would be helpful in the future so that we can determine the actual alarm that occurred. The clinical support specialist (css) discussed and reviewed all gas alarms. There was no blood in the tubing, no noted kinks, no difficulty with the insertion. After "a few minute delay" the intra-aortic balloon (iab) was removed without complication and a second 30cc intra-aortic balloon (iab) was inserted into the same insertion site, the right femoral without difficulty or complication. The second intra-aortic balloon (iab) pumped without alarms or interruption on the autocat2w. The patient was stable and supported on the pump, transported to orlando for CABG (coronary artery bypass graft). Length of time prior to event: on insertion.

Manufacturer narrative:
(B)(4) teleflex received the affected device for analysis. An inspection confirmed that a leak occurred around the fiber optic sensor (fos) adhesive bond to the bifurcate. The root cause of how the leak occurred is undetermined. Teleflex will continue to monitor for similar reports of this issue. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It has been reported via a hot line text. On saturday (B)(6) 2016 the registered nurse (rn) from the cath lab text the clinical support specialist the following message; an intra-aortic balloon (iab) inserted emergently in cath lab. "Autofill failure" multiple alarms occurred, they attempted connecting the intra-aortic balloon (iab) to their competitors transport pump and the "same alarms" continued. There are no alarm strips available. The clinical support specialist (css) explained that alarm strips this would be helpful in the future so that we can determine the actual alarm that occurred. The clinical support specialist (css) discussed and reviewed all gas alarms. There was no blood in the tubing, no noted kinks, no difficulty with the insertion. After "a few minute delay" the intra-aortic balloon (iab) was removed without complication and a second 30 cc intra-aortic balloon (iab) was inserted into the same insertion site, the right femoral without difficulty or complication. The second intra-aortic balloon (iab) pumped without alarms or interruption on the autocat2w. The patient was stable and supported on the pump, transported to orlando for CABG (coronary artery bypass graft). Length of time prior to event: on insertion.